Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd male adaptor was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that crack on the luer port. Surface to be free of visible dirt, grease, and oil. Scratches. Verbatim: rcc received a complaint via email. Email(s) attached. Customer identified a crack on the luer port. 2. Defects: 2.0 surface to be free of visible dirt, grease, and oil. 2.1 scratches; mars or gouges not acceptable when viewed in normal room light, no magnification.